Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 81: advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
It was reported that the patient had to go to the hospital for low blood glucose of 1.5 mmol/l (27 mg/dl). At the hospital was determine that the bg meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. A bg meter comparison was performed and the history is as follows. The hospital's meter it will read 3.9 mmol/l (70 mg/dl) and a second later 11.4 mmol/l (205 mg/dl). The patient¿s pdm will read 1.5 mmol/l (27 mg/dl) 1.5 mmol/l (27 mg/dl) and 3 minutes later 9.8 mmol/l (177 mg/dl) they gave the patient juices (orange juice with sugar and milk with sugar) and a meal (lasagna) to help bring the patient's bg levels up.

Manufacturer narrative:
The returned device was evaluated and based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the blood glucose meter strip insertion verification test the omnipod personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.